Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the adhesive around light guide lens, on the adhesive around objective lens, air water nozzle blocked with foreign debris, on the probe cover around nozzle and outside the nozzle . There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2 and h3. Based on the results of the investigation and the information provided, foreign material found could not be identify and the specify cause of the foreign material remaining in the subject device could not be confirmed. It is likely that a leak caused by a crack in the video connector may have prevented proper reprocessing and the removal of foreign objects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The issue can be detected/prevented by following the instructions provided in: the suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.